Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found dried serum on the tip clamp in the reported problem area of the pipette assembly. The tip clamp was replaced. The instrument was inspected, tested without further problem, and returned to service.